Event description:
It was reported by service report that the load wheel casting was broken and there were exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting, exposed sharp edges.